Manufacturer narrative:
Technician found that the foot hi/low would not raise and that the head hi/low solenoid was sticking. Technician replaced the valve solenoid on the foot and the head hi/low solenoid to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the hi/low was raising when any other functions were being used.